Event description:
It was reported the camera head had a cable break. No reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, e1 (last name and email), h2, h3, h4 h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the device evaluation identified the following reportable malfunctions: deformation of the cable unit, occurrence of noise with no image displayed, and a rattling coupler. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deformation of cable unit, the endoscopic image could not display, and noise occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: camera no longer works.